Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
A (B)(6) female patient with a left proximal femur fx was implanted with an unknown device in (B)(6) 2009. The device failed and was removed in (B)(6) 2011 and a synthes tfn was implanted in its place. In (B)(6) 2012, patient complained of pain and a non-union was discovered. On (B)(6) 2012, the tfn was removed and a dcs plate was implanted. This report is #2 of 4 for the same event.